Event description:
It was reported to hill-rom that the siderail was loose on the bed. The pt fell out of the bed and fractured his femur. The bed was inspected at a hill-rom svc center and the siderails were functioning correctly.